Event description:
It was reported that during an ureteroscopy procedure for ureteric stones, the fiber broke inside the scope. Due to this, the procedure was completed using another fiber. There were no patient complications.